Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision due to high pacing impedance and lead noise. During revision procedure, it was noted that the rv lead slack was inadequate. The lead was capped and replaced on (B)(6) 2025. Patient had no consequences.